Manufacturer narrative:
The devices were not returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. The exact cause for the reported adverse events is unknown. Death and hemorrhages are known inherent risks of endovascular procedure and are documented in our device¿s instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the device was defective, but rather procedure related events and there exact cause is unknown. Per the instructions for use (IFU): contraindications - patients with stenosis and/or pre-existing stent proximal to the thrombus site that may preclude safe recovery of the solitaire revascularization device. Linked with MDR: 2029214-2019-01008, 2029214-2019-01009. If information is provided in the future, a supplemental report will be issued.

Event description:
Marius hornung, md, stefan c. Bertog, md, iris grunwald, md, kolja sievert, md, philipp sudholt, md, markus reinartz, md, laura vaskelyte, md, ilona hofmann, md, horst sievert, md. (2019). Acute stroke interventions performed by cardiologists, 12. Doi: 10.1016/j.j cin.2019.05.052 medtronic literature review found a report of complications during the use of solitaire. Between july 2012 and february 2018, 70 consecutive patients were treated with acute stroke interventions for lvo. Mean age was 72 years and 39 were men 17 were female. Computed tomography (CT) angiography demonstrated closure of an intra- or extracranial artery in all patients. In the majority of patients, recanalizations of intracranial occlusions were achieved by thrombectomy with a stent retriever (n = 63, 90%). In 14 (20%) cases, a continuous aspiration system was used. In 93% (n = 65) of cases, recanalization was technically successful, defined as a tici flow grade 2b or 3 at the end of the intervention. In a (B)(6)-year old woman with a basilar artery stroke (nihss 29 points) 6 months after basilar stent implantation, the occluded artery could be crossed with a wire and a microcatheter and a stent retriever was deployed but could not be retrieved. The patient deteriorated rapidly and died. One of the previously described patients who had revascularization was technically not possible despite multiple treatment strategies developed severe cerebral edema due to persistent occlusion and died after 3 days. Five patients died of a major stroke despite successful embolectomy. Five patients had a fatal intracranial hemorrhage (diagnosed between 6 h and 2 days after thrombectomy). One patient with known ischemic cardiomyopathy and successful recanalization of a vertebral occlusion (complete regression of all symptoms; nihss 0 points at discharge) died of a ventricular fibrillation arrest within 30 days after the intervention. A favorable clinical outcome, defined as a mrs score of 0 to 2 points, was achieved in 37% of patients at the time of hospital discharge. After 3 months, 61% of the patients had a mrs score of 0 to 2 points. None of the patients not known to have died was not evaluated at 3 months. Thirty-day mortality was 18% (n = 13).